Manufacturer narrative:
Event occurred approximately 8 months post index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the rca was treated with four resolute onyx drug eluting stents. It was reported that the patient died. It is reported that the patient died a non sudden cardiac death. Safety assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
Additional information: it was reported that the patient died of metastatic gastrointestinal adenocarcinoma. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated event as a non-cardiovascular death (cancer death). The investigator assessed the event as not related to the index device or anti platelet medication. If information is provided in the future, a supplemental report will be issued.